Manufacturer narrative:
The report of lead fracture was confirmed. Analysis of lead a found a kink on the outer tubing where all internal wires were broken. There was also a cam impression consistent with the use of a swift-lock anchor and when a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the distal end of the anchor. It was concluded that the fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The event details reported that the patient had multiple falls and that the right lead was thought to have been damaged as a result.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000045657. Date of event is estimated.

Event description:
It was reported that after multiple falls the patients lead had migrated. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted and replaced.